Event description:
It was reported that during a pneumonectomy procedure, the device cut but did not suture. There was a 3000cc blood loss. The surgeon completed the procedure by hand suturing the lung vessel. The device will be returned. No pt consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.